Manufacturer narrative:
Investigation into this complaint included a customer data review, a retain/file sample evaluation, quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files that contained the complaint samples were reviewed. The runs involving the reported sample identifications (sids) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curves were identified with association to the reported sids, and the assay is performing as expected with correct result interpretations. The customer stated that the samples were retested with the cepheid cobas 6800 assay. These two different platforms may have different limits of detection (lod) therefore, the results may not be reproducible on alternate testing platforms or between testing replicates. Customer attachment review: an evaluation of the customer's files attached to the ticket was performed. One customer image showed the e-chain, associated with the si camera, covered in dust. While this image shows this portion of the alinity m system to have debris on it, this alone is unlikely to act as the source of contamination. The second attachment is an excel sheet containing information regarding 48 phosphate buffer saline (pbs) samples that were processed on alinity m system (list 08n53-02) sn (B)(6). All 48 samples resulted negative on (B)(6) 2023 indicating that decontamination efforts were successful. Retain/file sample evaluation: the retain file sample evaluation for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 381462 was performed. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The results were within the lower specification limit (lsl) and the upper specification limit (usl); therefore, the file sample evaluation for lot 381462 met the acceptance criteria and validity criteria that was established for the sars-cov-2 false positive testing protocol for complaint investigation. As a result, the file sample evaluation for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 381462 received a disposition of passed; therefore, a product deficiency was not identified for lot 381462. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars cov-2 amp kit (list 09n78-090) lot# 381462 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any internal quality records that were related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 381462 and its component. This CAPA review did not identify any existing internal quality records or nonconformances related to the reported complaint for lot# 381462 or component lot# 3814621. Complaint history review: the complaint history review was performed identify complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot# 381462. Complaint trending was most recently completed for (B)(6) 2023. A trend violation was not identified, and the upper control limit was not exceeded for product 09n78. A product deficiency was not identified by this evaluation. Based on the investigation elements, a product deficiency was not identified for the alinity m sars cov-2 amp kit (list 09n78-090) lot# 381462.

Manufacturer narrative:
B3 corrected to 03/07/2023.

Manufacturer narrative:
Complaint has been elevated for investigation. This incident is being reported to FDA because the incident occurred internationally using the alinity m sars-cov-2 assay, list number: 09n78-90, which is the same/similar to the alinity m sars-cov-2 assay, list number: 9n78-95, which received FDA eua approval. Additional mdrs: 3005248192-2023-00141, 3005248192-2023-00142.

Event description:
The customer reported 18 false positive results on the alinity m sars-cov-2 assay. The customer reported that the false positive results had a cycle threshold (CT) around between 36 and 41. All samples were retested on an alternative platform (cepheid cobas 6800) and came out negative. There was no impact on patient management. The patients samples were reported as negative outside of the lab. Customer performed water run with 48 samples of which 23 came out positive with a CT between 37 and 41. Customer will clean the instrument again and rerun water samples. Run date on (B)(6) 2023: sample ID (sid): (B)(6). Additional run dates reported under additional mdrs 3005248192-2023-00141 & 3005248192-2023-00142.